Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0140317. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted has been reviewed by our team of quality engineers. Leakage testing of the device was able to identify a small hole in the catheter tubing. The issue has been confirmed. Further microscopic analysis of the wound, revealed telltale characteristics consistent with damage sustained during assembly. The damage is directly caused by the grippers used to secure the tubing during assembly. To prevent a reoccurrence of this event our engineers have notified the appropriate inspection team of this occurrence and have polished the gripper to remove any possible burrs or imperfections that could damage the tubing.

Event description:
It was reported that a hole in the intima-ii y 24gax0.75in mz prn slm npvc tube caused blood to leak out. This occurred with 3 catheters during use. The following information was provided by the initial reporter, translated from chinese to english: "there was a hole on the catheter tube" "catheter tubing was discovered during the puncture process due to blood leaking from the hole"